Event description:
As covidien endo gia ultra universal stapler was being utilized per manufacturer's recommendations, it was noted to function for only 3 endo gia articulating reloads with tri-staple technology, before it locked on the 4th reload. The stapler was able to be opened and removed from the patient without incident. We then utilized 2 additional reloads which fired appropriately.